Event description:
It was reported that a shaft break occurred. The 95% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After pre-dilation, a 32x3.00 mm promus premier drug-eluting stent was deployed for treatment. However, when the physician attempted to withdraw the stent delivery system (sds) from the patient's body, the sds was fractured from the guide wire port. The remaining portion was removed from the patient's body using a snare. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Patient identifier: (B)(6).